Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch reports 1220908-2016-00195, 1220908-2016-00246, 1220908-2016-00248 through 1220908-2016-00256, 1220908-2016-00259 through 1220908-2016-00265 for similar events received from our distributor in a batch for items found over a long period of time.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device has been repaired (bridge board was replaced) and returned to service. The device will not be returning to zoll.